Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure observed during analysis.final analysis found an insulation abrasion breaching the outer insulation at 9.8 cm to 9.9 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This reported is to advise of an event observed during analysis.